Event description:
The customer reported that the hospital had a power outage while the ventilator was in use on a patient. At the loss of hospital ac power the ventilator shut down and alarmed, but did not switch over to backup battery power. The customer reported there was no patient harm. The manufacturer's service technician reported he was able to duplicate the customer reported problem. A diagnostic code in the ventilator log history indicated a +24 volt power fail condition had occurred. The service technician replaced the backup battery to correct the reported problem. Performance verification testing was performed and the ventilator passed per operating specifications.